Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that he was hospitalized due to high blood glucose. Customer's blood glucose at time of incidents was 1200 mg/dl. Customer went to emergency room visit for other medical issues. Customer stopped wearing the pump since saturday. Customer was advised to call in to report further details.